Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 155 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear the alarm. No significant event leading to stuck button alarm was observed. Troubleshooting was performed and customer stated that the buttons were responsive. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.